Event description:
It was reported that the patient underwent an initial implantation of znn sfn nail approximately seven (7) years ago as part of a pmcf clinical study. Subsequently, the patient reported pain of the trochanteric and distal medial knee from prominent implant in their last consultation visit approximately five (5) months post-implantation. It was noted one of the screws used was longer than needed and the patient was feeling that. Analgesics were provided. The event has a causal relationship to the device and the procedure but is not related to the instrumentation. Due to covid19, the implant was never explanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in the UK. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. Event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.